Event description:
The customer reported erroneous and erratic creatinine (crem) results were generated on an unicel dxc 800 synchron system for four patient samples over two days. This is report one of two and represents the single erroneous crem result generated on a unicel dxc 800 synchron system on (B)(6) 2011 for one patient. Beckman coulter inc. Assessment of customer supplied data indicated that the initial crem result was low, and upon repeat on another instrument, the repeat crem was higher and regarded as valid. An amended report was issued. The initial erroneous crem result was reported out of the laboratory, however, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument crem quality control (qc) results were within specification during the timeframe of the event. No additional system information, specific patient information or sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the crem module with a tricontinent pump and brushless stirrer motor. The instrument was returned into service after the repairs. Associated mdrs: 2050012-2011-08490, 2050012-2011-08491.